Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# : (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 120 mcg/day) via an implantable infusion pump. It was reported that there was swelling of the pump pocket. The pocket was opened and clear fluid was found, which was reported to be cerebrospinal fluid (csf). It was noted that the pump and catheter appeared to be connected and once disconnected the catheter had csf flow. The pump segment of the catheter was disconnected and a dye study helped the hcp determined that it was intact. A new pump connection and a new pump were implanted. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved; the patient was alive with no injury. The explanted devices were in the possession of the hospital. No further complications have been reported as a result of this event.